Manufacturer narrative:
Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Tandem technical support educated the customer on how to prime tubing to remove air bubbles and the customer resumed insulin therapy. Additionally, it was reported that the cartridge was leaking at the luer lock connection. Reportedly, the pump supplies were changed to address the issue. There was no adverse impact to customer¿s blood glucose level.